Manufacturer narrative:
(B)(4). One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The isolated beeping alarms in the event narrative were confirmed via review of the controller log files, which revealed the occurrence of a critical battery alarm. The event narrative of a herniated o-ring could not be confirmed. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however the critical battery alarm could not be duplicated at the bench level and no herniated o-rings were observed. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the critical battery alarm is a communication error between the controller and the batteries, which likely contributed to the event. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
The patient was being seen in clinic for routine follow up visit when isolated beeping alarms were reported which were attributed to incomplete connection of batteries to controller power ports. On inspection of controller by vad coordinator it was noticed that an o ring at the bottom rear portion of the controller case had herniated from under a screw exposing the inner components. Risk of water ingress was reported. Per recommendation of the manufacturer's rep, the controller was taken out of service and replaced with another controller.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Remains implanted.